Manufacturer narrative:
Alleged failure: shaft insulation cracked. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4). The device manufacture date is not known

Event description:
It was reported the shaft insulation is cracked.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the shaft insulation is cracked.